Manufacturer narrative:
This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-72449 and MFR. Report # 2124215-2024-72426). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h11: the device was not returned for analysis; however, a media analysis was performed on the provided picture in the reported information, and it showed that a sensor wire was unraveled at the distal section. Additionally, the sleeve was detached/separated from the device. These issues consequently affect the interaction with another device and eventually a difficulty removing the sensor wire from the other device. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could have caused all these damages observed based on the evidence provided. Based on the information available, an investigation conclusion code of adverse event related to procedure was assigned to this investigation. Additional information to field block b5: event description.

Event description:
It was reported that during the ureteroscopy procedure using a contour ureteral stent and a sensor wire, when the stent was advanced up in the ureter, there was difficulty retracting the guidewire from the stent. It was observed that the stent became buckled and torn while the sensor wire was unraveled, and the sleeve was detached. The procedure was completed using a new wire with the same model. No patient complications were reported.

Manufacturer narrative:
This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-72449 and MFR. Report # 2124215-2024-72426). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: union hospital affiliated tongji medical college of huazhong university of science and technology block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported that during the ureteroscopy procedure using a contour ureteral stent and a sensor wire, when the stent was advanced up in the ureter, there was difficulty retracting the guidewire from the stent. It was observed that the stent became buckled and torn while the sensor wire was unraveled, and the sleeve was detached. The procedure was completed using an alternative device. No patient complications were reported.